Manufacturer narrative:
Section b3: date of event is estimated. Section b5: during processing of this incident, attempts were made to obtain complete device information; however, no further information was known or received. Section d4 - additional device information: serial number, lot number, expiration date, primary unique device information (UDI) number is unknown. Section d6a - date of implant is unknown. Section d10 - concomitant medical products and therapy dates are unknown section h4 - device manufacture date is unknown.

Event description:
It was reported that patient did not use or recharge ipg for several years. As such ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was replaced. The patient had not used or charged their ipg for years. The device became depleted. During surgery high impedance was observed on intra-op testing. Therapy was turned at the post-op meeting. Effective therapy was restored. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.